Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Analysis and results: there is a previous complaint of this code batch for the same issue (closed as not confirmed as only one open sample was received). The (B)(4) units of this code batch were manufactured and distributed in the market. There are no units in stock in the warehouse. As no samples have been received and no units are available in the warehouse the batch manufacturing record was reviewed and this product had a normal process and the results during the process fulfilled the OEM requirements. Final conclusion: without any closed samples a study cannot be performed to see if the affected product does not fulfill the OEM requirements. Note is taken of this incident and if any samples are received in the future, the case will be re-opened and analyzed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: france. It was reported that the needle is detached from the thread and needle detached during a proctectomy. Loss of time and risk of patient injury are to loss of the needle.